Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that around (B)(6)o f 2007, patient (who was (B)(6) at the time) began experiencing low back pain and stiffness. On (B)(6) 2008: the patient had an MRI, which did not indicate a pars fracture at any level. On (B)(6) 2008: the patient had an x-ray of her lumbar spine where the radiologist noted the vertebral body heights were normal and did not mention a pars fracture at any lumbar level. Patient alleged that doctor falsely stated in his office note that the MRI showed ¿severely degenerative disc at l5-s1 along with herniation and also the pars fracture at l5-s1. On (B)(6) 2008: the patient underwent an l5-s1 laminectomy and instrumented tlif, using a depuy ¿bullet¿ cage. The patient was also implanted with rhbmp-2/acs. During the surgery, it was alleged that the rhbmp-2/acs was improperly placed outside of the cage, and improperly placed inside the plastic ¿bullet¿ cage. Patient was a minor at the time of surgery. About one week status post-op, patient was admitted to emergency room due to intense pain. Patient continued experiencing severe pain. Patient alleged that prior to surgery, she had some back pain and stiffness. After the surgery, however, her pain was much more severe and began radiating to different areas. Patient alleged that she is now no longer to perform any physical activities.